Manufacturer narrative:
The reported event that unk_(B)(4)_product (as reported: asnis screw 326095s or 105s) was alleged of issue s-41 (poor fixation) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the labeling did not indicate any abnormalities. As clearly mentioned in IFU, ¿the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments¿. Furthermore, please keep in mind what the IFU clearly states, ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ likewise, ¿an instrument should only be used for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ based on investigation, the potential root cause would be attributed to a user related issue. The failure was possibly caused due to incorrect selection of the screw (too short screw used for the washer) which led to this failure. However, please bear in mind that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. Product discarded.

Event description:
The customer reported that the surgeon, was using a 6.5 asnos screw and the head of the screw went straight through the washer. The case was completed successfully, although the screw was left without a washer. There was a few minutes delay while the screw was removed from the patient - this was an asnis 6.5 hip screw done percutaneously so difficult to retrieve from small incision.